Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 426 mg/dl and that she is unable to access the reservoir set menu. The customer revealed that she had an off no power alarm and the customer was advised to change the battery in order to access the reservoir set menu. The customer did as she was advised and the insulin pump began to function again. Troubleshooting for the hyperglycemia was declined. No products were returned or replaced.